Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with cold feet and back pain and upon evaluation the stent graft was found occluded from approximately 17 mm below the renal arteries throughout the remainder of the graft. The decision was made to perform a fem-fem bypass from the left side to the right side. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).